Manufacturer narrative:
RMA issued. Replacement axiem portable shipped to site 03/07/2014. Medtronic investigation of returned suspect device finds that the unit was placed into navigation mode for 48 hours. Registration, tracking, and accuracy looked normal. No temperature faults were observed. All tabs remained in green status during entire test time. The axiem unit passed the pegboard test with an error of 1.447mm. Device found to be fully functional. (B)(6) 2014 - medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a shunt placement procedure, the navigation system's axiem box was over-heating. Within the emitter details, the system called out a high internal temperature. It was noted that nothing was blocking the axiem's fan vent. The medtronic representative provided a different axiem box to allow the procedure to continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.